Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted nephrectomy surgical procedure, the customer encountered a repeated error c-00 and c-33 on the integrated electrosurgical unit erbe. The customer rebooted the erbe multiple times but the issue remained. The technical service engineer (tse) reviewed the system logs and confirmed an error c-33 pointing to a high hf voltage measurement. The customer confirmed that the erbe was connected to a dedicated outlet. The tse had the customer disconnect the erbe and leave the power switch on for one minute, after restarting the erbe the issue returned. The tse guided the customer to check on the external foot pedals which were not connected, after reconnecting them and restarting the system again the issue remained the same. The customer stated that they did not have a second generator and the spare system failed with the same error. They opted to begin the case with the e-100. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The ports were placed prior to the issue being identified. The procedure was completed in the original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found the reported repeated c-33 error was confirmed and replicated during testing. No visual issues were found related to the event. The unit will be returned to the original equipment manufacturer for further failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a high frequency voltage measurement value too high in on state. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.